Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer¿s blood glucose value was 114mg/dl and sensor glucose value was 164mg/dl. Customer had a blood glucose value of 42mg/dl during the night. Customer did not treat. Customer¿s current blood glucose level was 158mg/dl and sensor glucose was 106mg/dl. Customer declined to troubleshoot for low blood glucose value stating she stacked insulin to prevent a high. Insulin pump will not be returned for analysis.